Event description:
Prior to use of the 6875 hana table, it was determined that the table's pivot joint was loose. Further investigation found the hardware on the pivot assembly was broken. No pts and no healthcare workers were harmed due to this incident.

Manufacturer narrative:
Table to be returned for eval and repair. Add'l info will be submitted upon conclusion of investigation. No pt or healthcare worker injury ((B)(4) 2011).